Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units batteries did not last throughout pm. There was no patient involvement.

Manufacturer narrative:
Additional point of contact e-mail address: (B)(6). A getinge field service engineer (fse) replaced batteries(d146-00-0039). Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.